Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6) 2014" from "2014" essure removal not planned as the patient is unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), psych injury, migration, hair loss, hormonal changes, headaches and weight gain. Patient date of birth was added. Essure insertion date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.